Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting beeping tones for elective replacement indicated (eri). The device had been implanted for 45 months and provided minimal therapy throughout its implant duration; the clinician suspected the battery had depleted prematurely.